Manufacturer narrative:
(B)(4). The analysis for this device is pending.(B)(4).

Event description:
During the implantation procedure, there were difficulties getting the lead into place for deployment. It was reported that this may have been due to the stiffness of the screwdriver stylet. The patient had an enlarged heart and mitral valve regurgitation. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4)the analysis for this device is pending.

Event description:
During the implantation procedure, there were difficulties getting the lead into place for deployment. It was reported that this may have been due to the stiffness of the screwdriver stylet. The patient had an enlarged heart and mitral valve regurgitation. Therefore, the lead was not implanted.